Event description:
Surgeon placed ovary specimen in endocatch bag. The ovary had a large fluid filled cyst. Surgeon attempted to puncture the cyst using the endocatch bag at which time a piece of the endocatch retriever broke off. Piece approximately 2-3 mm.